Event description:
Reporter indicated that device interrogation at office visit revealed that the pt's generator was set to 0ma output current instead of the prescribed parameters. The pt has reportedly experienced worsening of seizures since last office visit two months prior. The pt's device was reprogrammed to prescibed settings. User error during previous programming session is suspected.